Manufacturer narrative:
An investigation was performed on kit lots 225191 and 303115, and no issues were identified relating to (B)(6) results. Based on the CT values generated for this donor, the donor may have been (B)(6) infected in (B)(6) 2018 with a low level infection, which may not consistently be detected by the cobas taqscreen mpx test, v2.0. As serology ((B)(6)) was consistently (B)(6) and the cobas taqscreen mpx test, v2.0 generated a mixture of (B)(6) results for this donor in pp1 at later time points ((B)(6) 2018 and (B)(6) 2019) with lot 303115, it may be an indication that the donor has a low level chronic (B)(6) infection. The cobas taqscreen mpx test, v2.0 ce ivd instructions for use indicates "detection of hiv-1 group m rna, hiv-1 group o rna, hiv-2 rna, hcv rna and hbv dna is dependent on the number of virus particles present in the specimen and may be affected by specimen collection methods, patient factors (i.e. Age, presence of symptoms), and/or stage of infection and pool size." The material number for the cobas taqscreen mpx test, v2.0 us-ivd: 05969484190. The UDI for the cobas taqscreen mpx test, v2.0 us-ivd: (B)(4).

Event description:
A customer in russia alleged the generation of discrepant (B)(6) results for a donor when tested with the cobas taqscreen mpx test, v2.0. During the original donation ((B)(6) 2018), the donor generated (B)(6) results with the cobas taqscreen mpx test, v2.0 (lot 225191) in pp1, which matched (B)(6); as such, the donation was released. During two, subsequent donations ((B)(6) 2018 and (B)(6) 2019), the donor generated a mixture of (B)(6) results with the cobas taqscreen mpx test, v2.0 (lot 303115) in pp1. Serology ((B)(6)) for these donations was still (B)(6), and the donations were not released. No information on the status of the recipient(s) has been provided to date.